Manufacturer narrative:
(B)(4). It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the reviewed information, no product deficiency was identified.

Event description:
It was reported that the 3.0x08mm xience xpedition stent delivery system (sds) broke during advancement onto an unspecified guide wire. It was not specified what part of the device broke. Additionally, it was not specified if the device bent/kinked remaining in 1 piece or separated into 2 pieces. There were no reported adverse patient effects and no reported clinically significant delay in the procedure. Another xience xpedition sds was used to successfully complete the procedure. There was no additional information provided.